Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc. Serial/lot: 693315. Description: lead kit 45cm.

Event description:
A report was received that during the procedure the patient experienced bleeding in his brain which caused a stroke. The physician states the patient is recovering and is responding to the stimulation.